Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. D1: brand name: unknown / provided. D4: additional device information: unknown / not provided. E1: email address: unknown / not provided. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported that an implant at tooth site # 37 was removed to a screw fractured inside the implant. Procedure not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown biomet screw, for evaluation. Visual evaluation was performed, a fracture has been identified inside implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown biomet screw] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value therefore, based on the available information, a device malfunction did occur. The fracture has been identified inside implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.